Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was rejected new battery. Customer blood glucose level was high over 200 mg/dl. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, unit alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Device had minor scratched lcd window, cracked case at display window corners. Motor passed motor test.